Event description:
The following has been reported: mayo biomed reported: reload cassette error multiple times on different line sets. There was no patient harm or stopped infusion. 2/25/2025: biomed stated cleaning pins did not help, pump still giving reload cassette error. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. The device was displaying a cassette load error message after a cassette was loaded into the device. Device was opened to inspect for internal damage. A loose star washer was found attached to a magnet on the fva assembly. After the star washer was removed and the device was assembled, a mock infusion test was successfully completed without failure.